Event description:
A customer contacted beckman coulter inc., (bci) and reported that during operation the customer noticed the coulter lh 780 universal power supply (ups) started smoking. The customer unplugged the instrument from the ups, unplugged the ups from the outlet and plugged the instrument directly into the outlet. No death or injury requiring medical intervention is attributed to this event. The operator did not seek medical attention.

Manufacturer narrative:
The customer called the call center hotline and requested a replacement ups. The call center personnel sent a replacement ups. Service was not dispatched for this event. The root cause is unknown; the ups has not been received for further investigation.